Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use at the time of reported event, and the diagnosis procedure was completed by restarting the system. The philips field service engineer (fse) confirmed that the system was overheating. Upon troubleshooting, the fse stated that the issue occurred because the user pressed the exposure button for about 10 minutes, mistaking it for the fluoroscopy button, which triggered a tube overheating warning message. To resolve the issue, fse explained the difference between fluoroscopy and exposure and confirmed that the issue has not reoccurred. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray tube was overheating, interrupting imaging. No harm was reported to philips. Philips has started an investigation of this complaint.